Manufacturer narrative:
(B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter and the lens tore. The lens was removed within the same surgery with no patient injury. Another same model lens was implanted with no problem.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, intraoperative icl exchange was performed to address damage of the lens ("tore during insertion"). Incision was not enlarged and no other tissue damage was reported. Another icl, same size and diopter, was successfully implanted. According to the report, by a technician, dated on (B)(6) 2015 the cause of the event was unknown. No reported postoperative sequelae. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).